Manufacturer narrative:
This event has been found to be a duplicate of (B)(4). The event was reported under MFR#0002249697-2015-02755.

Event description:
Patient had right hip replacement in 2010. Patient developed hip pain. Revision of head and poly liner performed. This event has been found to be a duplicate of (B)(4). The event was reported under MFR#0002249697-2015-02755.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 6260-9-232, 32mm +4 lfit v40 head, lot code: 32561902. Cat. No.: 502-03-50d, primary tritanium hemi cluster hole cup 50mm, lot code: mjex61. Cat. No.: 6020-0230, accolade tmzf hip stem #2, lot code: 32114002 . At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s pain. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device kept by patient.

Event description:
Patient had right hip replacement in 2010. Patient developed hip pain. Revision of head and poly liner performed.